Manufacturer narrative:
Additional devices for this complaints: bat313779 / catalog number 1650 / expiration date: 02/28/2017 di#(B)(4). (B)(4). Bat313859 / catalog number 1650 / expiration date: 02/28/2017 (B)(4). Bat313860 / catalog number 1650 / expiration date: 02/28/2017 (B)(4). Bat313865 / catalog number 1650 / expiration date: 02/28/2017 (B)(4). Bat313866 / catalog number 1650 / expiration date: 02/28/2017 (B)(4). Bat313914 / catalog number 1650 / expiration date: 02/28/2017 (B)(4). Bat313919 / catalog number 1650 / expiration date: 01/31/2017 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller and batteries were power switching and exhibited multiple critical battery alarms. The associated batteries were exchanged, and the controller is planned to be upgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient was experiencing power switching and critical battery alarms. One controller ((B)(4)) was returned. Eight batteries ((B)(4)) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed multiple critical battery alarms. In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc and back to  previous rsoc values. This observation is indicative of a communication errors between the controller and batteries. Additionally, several power switching events due to communication errors were recorded. (B)(4) were not involved in the recorded critical battery alarms or power switching events. The most likely root cause of the reported critical battery alarms and power switching events can be attributed to a communication error between the controller and batteries. The manufacturer is investigating communication errors. The controller, (B)(4), in use during the event did not have the smr upgrade.  Additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.